Event description:
It was reported that the patient presented with loss of capture exhibited on the implantable cardioverter defibrillator. Programming changes were made. There were no patient consequences.